Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the display screen was dim and discolored. The battery compartment was observed to be cracked at the threads. During testing, the force sensor calibration was found to be out of specifications. The pump was opened and the force sensor flex wire was found to be cracked at the pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Evaluation also revealed that the battery compartment was cracked at the threads. The force sensor calibration was found to be out of specifications and the force sensor flex wire was found to be cracked at the pins. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.